Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching and rash had occurred while wearing the pod between 49 and 71 hours. The patient visited physician and was prescribed cavilon for treatment. The pharmacy was out of cavilon inventory and substituted it with bioderm for the patient instead.